Event description:
It was reported that the nurse had concerns about the battery impedance. The battery voltage is still within range but the battery impedance is changing. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.